Manufacturer narrative:
Product development investigation was completed. The report indicates that: both returned 1.5mm threaded drill guides with depth gauge (323.034, l381676) were manufactured on 28apr17 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. The 1.5mm threaded drill guides with depth gauge are reusable instruments available for use in several systems and used to ensure drill bits are aligned perpendicular to the plate locking holes in order to ensure that subsequently inserted locking screws adequately mate with plate threading. The returned 1.5mm threaded drill guides with depth gauge (323.034, l381676) were received with no noticeable damage which could contribute to the reported complaint condition. The tips of the guides were inspected and measured to determine if they met specifications and they were found to be conforming. The lack of noticeable damage which could contribute to the reported complaint condition and the conforming tip dimensions unconfirmed the complaint condition. The subject 2.0mm locking compression plate was not returned, so additional replication of the complaint condition was not possible. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 323.034, lot # l381676: manufacturing site: (B)(4), manufacturing date: 28. April 2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a metacarpal fracture procedure on (B)(6) 2017, two (2) brand new drill guides would not engage with/thread into with the plate. The surgeon could not engage the 1.5mm threaded drill guide with depth gauge with the 2.0mm locking compression plate (lcp) 8 holes/59mm. The surgeon tried another 1.5mm threaded drill guide with the same plate and it also would not engage. This resulted in a three to four (3-4) minute surgical delay. The surgeon used an older drill guide that was available to complete the procedure. The surgeon had to use non-locking screws instead of locking screws because the drill guides would not work. The plate remains implanted in the patient. No patient harm and patient outcome is stable. After the procedure, the surgeon also tried the two (2) drill guides with other plates; 2.0mm locking compression plate (lcp) 6 holes/45mm and 2.0mm locking compression plate (lcp) 7 holes/52mm and the guides would still not engage with these plates. Concomitant devices reported: 2.0mm locking compression plate (lcp) 8 holes/59mm (part # 247.348, lot # unknown, quantity # 1), 2.0mm locking compression plate (lcp) 7 holes/52mm (part # 247.347, lot # unknown, quantity # 1), 2.0mm locking compression plate (lcp) 6 holes/45mm (part # 247.346, lot # unknown, quantity # 1) this report is for one (1) 1.5mm threaded drill guide with depth gauge this is report 1 of 2 for complaint (B)(4).